Manufacturer narrative:
Correction: medwatch report 2084725-2011-00001 was submitted in error. There was no injury or harm to patient or healthcare workers. The load was recalled and reprocessed.

Manufacturer narrative:
(B)(4) no code available: suspect positive bi.

Event description:
A customer reported a suspect positive sterrad cyclesure biological indicator (bi) after a completed cycle in their sterrad. The customer stated that they were using the crusher provided for the bi, but upon inspection, the affected vial seemed to have been crushed more than usual. The items in the processed load were not recalled successfully and included 4 cameras and septic pieces for laparoscopic cases. There was no harm or injury reported. It is unknown where in the chamber the bi was placed during processing. The result for the previous bi is unknown; however, the subsequent bi result was negative. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.